Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. Specifically, the head part of the distal end was found to have detached, and the balloon fixing part on the ultrasound probe housing was confirmed to be missing. During the device evaluation, the following additional reportable malfunctions were identified: a chip was found in the adhesive area between the acoustic lens and the ultrasound probe, and rust was identified on the balloon port. The root cause was unknown. Based on the results of the investigation, the probable cause of the missing balloon fixing part on the ultrasound probe housing could not be determined. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
It was reported that during reprocessing, the head part of the distal end became detached from the bronchofibervideoscope. There was no patient involvement.